Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during use. The registered nurse (rn) was not near the hc and could not provide any details other than the hp had disconnected during therapy. The technical service representative (tsr) explained the alarm to the rn who was to follow up with the hp. During follow up, the caregiver (cg) stated that they had spoken with the clinic nurse regarding the alarm and they were unsure what caused the alarm. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.